Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with work related injury on (B)(6) 2000 when he overextended his back while lifting a pump out of a confined space. The patient developed back and leg pain. Diagnosed with lumbar stenosis l5-s1, lumbar degenerative disc disease, and lumbar spondylosis. On (B)(6) 2006, the patient underwent bilateral lumbar laminectomy, facetectomy l5-s1 for decompression of the nerve roots; interbody arthrodesis at l5-s1; posterolateral arthrodesis l5-s1; pedicle screw placement l5-s1 bilaterally; interbody device placement at l5-s1 for arthrodesis; decompression of nerve roots; local bone and rhbmp-2/acs. On (B)(6) 2009, an MRI revealed narrowing of the neural foramina and encroachment upon both of the exiting nerve roots; signal alteration at l5-s1 disc space; mild to moderate central spinal stenosis at l2-l3, l3-l4 and l4-l5 with transverse compression of the thecal sac and encroachment on the exiting nerve root; and moderate multilevel degenerative changes. On (B)(6) 2010, the patient complained of increased numbness in his right leg and some weakness. Diagnosed with lumbar stenosis and rule out lumbar pseudoarthrosis. On (B)(6) 2010, the patient underwent lateral discectomy and decompression of nerve root l4-l5; right sided medial facetectomy, foraminotomy decompression of nerve root l4-l5; bilateral redo facetectomy, foraminotomy, decompression of nerve root l5-s1; exploration of fusion at l5-s1; and removal of hardware instrumentation at l5-s1; instrumentation and pedicle screw placement bilaterally l4-l5; interbody device placement at l4-l5 for arthrodesis; arthrodesis interbody l4-l5; and arthrodesis posterolateral l4-l5. On (B)(6) 2010, the patient reported his right leg gave way and he fell and hit his right upper arm. On (B)(6) 2010, the patient was evaluated by his neurosurgeon. Lumbar series revealed postoperative changes in l4-5 and continued stenosis at l2-3 and l3-4 with facet hypertrophy causing recess stenosis on (B)(6) 2010, the patient complained of worsening with neurologic deficit. On (B)(6) 2010, the patient underwent posterior approach far lateral discectomy, decompression of nerve root left side at l2-l3 and l3-l4; bilateral redo medial facetectomy, foraminotomy, l4-l5; right sided medial facetectomy, foraminotomy, decompression of nerve roots l2-l3 and l3-l4; arthrodesis interbody l2-3 and l3-4; arthrodesis postolateral l2-3 and l3-4; instrumentation pedicle screw placement bilaterally l2-l4; interbody device placement at l2-3 and l3-4 for fusion; exploration of fusion at l4-5; removal of hardware at l4-5; autologous bone graft for fusion; and allograft vitosis and bone morphogenic protein for fusion. On (B)(6) 2011, patient complained of right knee pain since 2008 after tripping and falling. Treatment included physical therapy. On (B)(6) 2012, the patient complained of lumbar spine pain. Treatment included bilateral sacroiliac joint injection. On (B)(6) 2012, the patient complained of lumbar spine pain which radiates into postolateral thigh and calf wrapping around and including dorsum of foot and middle toes. Treatment included consideration of spinal cord stimulator trial.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2005 lumbar MRI central and left paracentral disc herniation is seen on axial views at l5/s1. Advanced degenerative disc disease seen at this level as well. No previous surgery noted. On (B)(6) 2006 pa and lateral chest x-ray appears normal (B)(6) 2006 interoperative flouro view of l5/s1 with freer elevator against back of l5 disc presumably for localization (B)(6) 2006 ap spot lateral views of l5/s1 with plif cages and pedicle screws spanning a single level. On (B)(6) 2006 4 views lumbar showing the same l5/s1 construct in good position without additional findings. On (B)(6) 2006 head MRI appears essentially normal (B)(6) 2007 3 views lumbar showing same construct in good position, lateral views showing progressive degenerative disc disease at l2/3, l1/2 and t12/l1 (B)(6) 2007 ap, internal rotation and axial lateral views of right shoulder appear normal. Ap, lateral dorsal spine appears normal with mild ddd noted (B)(6) 2008 right knee MRI appears essentially normal. No evidence or cruciate injury, meniscal tear, osteochondral edema. Mild intersubstance signal within the posterior horn of the medial meniscus without sign of frank tear right shoulder MRI moderate ac joint arthritis with anterior osteophytes off distal clavicle. Edema seen in this joint on t2. Possi ble supraspinatus tendon discontinuity at the lateral boarder of the acromion (B)(6) 2009 ap, lateral thoracic views normal some degenerative disc disease noted with anterior osteophytes. Swimmer¿s view shows aligned cervical spine. 4 views lumbar spine wide decompression is noted with plif done at l5/s1. Pedicle screws in place at the l5/s1 level. Dynamic views show no movement (B)(6) 2009 pa/lateral chest x-ray appears normal (B)(6) 2009 pa/lateral chest x-ray appears normal (B)(6) 2009 MRI lumbar t2 sagittal shows l5/s1 construct in good position. Severe degenerative disc disease is noted at l2/3. No stenosis present. Facet effusion is noted at l4/5 bilaterally (B)(6) 2010 ap/lateral lumbar spine shows l4/5 pedicle screw construct with dlif type spacer in good overall position. Previous l5/s1 plif spacers are also in place and the level appears well fused. On (B)(6) 2010 ap and lateral lumbar show l4/5 pedicle screws with dlif type device within disc space. Previous l5/s1 plif has been performed with pedicle screws removed at s1 and replaced at l4/5. On (B)(6) 2010 MRI t2 sagittal and axial views show interbody fusion now at l4/5 with apparent centralized clydesdale spacer within the disc space. Some evidence of left sided psoas trauma is noted suggesting dlif. On (B)(6) 2010 pa and lateral chest x-ray appears normal (B)(6) 2010 lumbar interoperative flouro shows existing construct at l4/5 with exposure and gelpi retractors up to l2. On (B)(6) 2010 ap and lateral lumbar films show extension of construct to include l2, l3, l4 and l5. Tlif type spacers appear at l2 and l3. Plif fusion at l5 again appears well fused. On (B)(6) 2011 ap, lateral lumbar again shows l2 to l5 construct some subsidence of the spacer is note at the l4/5 disc (B)(6) 2011 ap and lateral lumbar films show no interval change. Degenerative disc arthritis is developing with anterior osteophytes at the three visible levels above the construct. On (B)(6) 2011 multiple views of lumbar spine show same l2 to l5 construct. No new information (B)(6) 2011 4 views lumbar spine shows l2 to l5 construct. Apparent dlif spacer is noted at l4, tlif spacers at l2 and l3. Thoracic spine films show mild degenerative disc disease with some increased kyphosis. On (B)(6) 2011 three views lumbar spine again show fusion l2 to s1 with pedicle screws from l2 to l5, tlif spacers at l2 and l3, dlif at l4 and plif at l5. No new findings (B)(6) 2012 lumbar MRI sagittal view shows construct with pedicle screws l2, l3, l4 and l5. Previous solid posterior interbody fusion is verified at l5/s1 with interbody spacers. Degenerative disc bulge is noted at l1/2. No stenosis is noted. Axial views show a transverse spacer in l4 with right side entry capstones in l2/3 and l3/4. Decompression has been accomplished and there is not stenosis. No evidence of heterotopic bone or cyst formation is evident. Scars from previous screws at s1 are seen. Plif fusion solid at l5/s1 with wide decompression at this level. On (B)(6) 2012 CT lumbar verifies same data as MRI. No heterotopic bone is seen although there is some metal artifact. Wide decompression is seen. Fusion is solid at all levels. There is a small cyst which is nonstructural behind the l3 spacer. Sagittal reconstructions show same information. Anterior osteophytes are noted from l1 to the sacrum.

Event description:
It was reported that the patient presented with work related injury on (B)(6) 2000 when he overextended his back while lifting a pump out of a confined space. The patient developed back and leg pain. Diagnosed with lumbar stenosis l5-s1, lumbar degenerative disk disease, and lumbar spondylosis. (B)(6) 2005: the patient presented for MRI which shows severe circumferential disk bulge at the l5-s1, bilateral facet hypertrophy, and ligamentum flavum thickening. There is disk material contacting the nerve roots, moderate to severe right and severe left neural foraminal narrowing impinging on the bilateral exiting l5 nerve root. (B)(6) 2006: the patient presented with pain in the lower back that radiates to both buttocks, thighs, and calves, left worse than right. Impression: l5-s1 disk degeneration, stenosis, nerve root compression; axial low back pain and lumbar radiculopathy on (B)(6) 2006 , the patient underwent bilateral lumbar laminectomy, facetectomy l5-s1 for decompression of the nerve roots; interbody arthrodesis at l5-s1; posterolateral arthrodesis l5-s1; pedicle screw placement l5-s1 bilaterally; interbody device placement at l5-s1 for arthrodesis; decompression of nerve roots; local bone and infuse. Per the op notes, following end plate docortication, a combination of local bone which was morcellated as well as rhbmp-2/acs were packed into the disc space. 8x26 mm interspace cages were filled with rhbmp-2/acs and placed on both sides. Following decortication of the transverse processes, a combination of local bone and rhbmp-2/acs was placed posterolaterally for posterolateral fusion. (B)(6) 2006: the patient presented for x-rays of the lumbar spine. No complications noted. (B)(6) 2006: the patient presented for x-rays of the lumbar spine. Impression: evidence of bony resorption of the posteroinferior aspect of l5; alignment appears to be within normal limits; no retrolisthesis noted. (B)(6) 2006: the patient presented with mild to moderate musculoskeletal pain. (B)(6) 2007: the patient underwent x-rays of the lumbar spine. No complications noted. (B)(6) 2007: the patient presented with tinnitus, ringing in the ear, with improvement in pain in his back and leg. (B)(6) 2009: the patient presented for x-rays of the lumbar spine. Impression: moderately severe chronic degenerative disc changes at l1-2 and l2-3. There is mild retrolisthesis of l2 without instability. There appears to be minimal instability at the l3-4 and l4-5 levels. On (B)(6) 2009, an MRI revealed narrowing of the neural foramina and encroachment upon both of the exiting nerve roots; signal alteration at l5-s1 disc space; mild to moderate central spinal stenosis at l2-l3, l3-l4 and l4-l5 with transverse compression of the thecal sac and encroachment on the exiting nerve root; and moderate multilevel degenerative changes. On (B)(6) 2010, the patient complained of increased numbness in his right leg and some weakness. Diagnosed with lumbar stenosis and rule out lumbar pseudoarthrosis. (B)(6) 2010: the patient presented with back pain with radiation of pain to bilateral buttocks, thigh and calf, more on the right than the left. Radiographic studies show stenosis at l4-5 with facet hypertrophy at this level. Diagnosis: lumbar stenosis; rule out lumbar pseudoarthrosis. On (B)(6) 2010 : the patient presented with the preoperative diagnoses of lumbar disk displacement and lumbar stenosis with radicupathy. The patient underwent lateral discectomy and decompression of nerve root l4-l5; right sided medial facetectomy, foraminotomy decompression of nerve root l4-l5; bilateral redo facetectomy, foraminotomy, decompression of nerve root l5-s1; exploration of fusion at l5-s1; and removal of hardware instrumentation at l5-s1; instrumentation and pedicle screw placement bilaterally l4-l5; interbody device placement at l4-l5 for arthrodesis; arthrodesis interbody l4-l5; and arthrodesis posterolateral l4-l5; intra-op fluoroscopy, nerve monitoring and emg. Per the op notes, following endplate decortication, autologous bone was morcellized and mixed with a competitor's product, in addition to rhbmp-2/acs. This mixture was carefully packed into the disk space. A 12x30 peek spacer was also filled with rhbmp-2/acs and a competitor's product. This was also placed in the disk space. Remainder of the bone mixture was placed posterolaterally at l4-5 for fusion purposes. No patient complications were noted. (B)(6) 2010: the patient was discharged home. (B)(6) 2010: the patient presented with leg pain and numbness, more on the right than the left. The pain is in the groin and anterior thigh. He also has numbness into the anterior thighs on both sides as well more on the right than the left. Diagnoses: lumbar stenosis; postoperative lumbar fusion, l4-s1. On (B)(6) 2010, the patient reported his right leg gave way and he fell and hit his right upper arm. On (B)(6) 2010, the patient was evaluated by his neurosurgeon. Lumbar series revealed postoperative changes in l4-5 and continued stenosis at l2-3 and l3-4 with facet hypertrophy causing recess stenosis on (B)(6) 2010, the patient complained of worsening with neurologic deficit. (B)(6) 2010: the patient presented with upper back pain with pain and numbness into the anterior thigh of bilateral lower extremities. Diagnoses: lumbar stenosis; lumbar spondylolisthesis and radiculopathy. On (B)(6) 2010 , the patient underwent posterior approach far lateral discectomy, decompression of nerve root left side at l2-l3 and l3-l4; bilateral redo medial facetectomy, foraminotomy, l4-l5; right sided medial facetectomy, foraminotomy, decompression of nerve roots l2-l3 and l3-l4; arthrodesis interbody l2-3 and l3-4; arthrodesis postolateral l2-3 and l3-4; instrumentation pedicle screw placement bilaterally l2-l4; interbody device placement at l2-3 and l3-4 for fusion; exploration of fusion at l4-5; removal of hardware at l4-5; autologous bone graft for fusion; and allograft vitosis and bone morphogenic protein for fusion. (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: moderate multi-level degenerative changes; no acute fracture or dislocation. (B)(6) 2011: the patient presented for x-ray of the lumbar spine. Impression: status post surgery; vertebral bodies and posterior elements demonstrate satisfactory alignment; there is no acute fracture or dislocation. (B)(6) 2011: the patient presented with bilateral hip pain. Diagnoses: status post lumbar fusion; failed back syndrome. The patient underwent x-rays of the lumbar spine. Impression: moderately severe multilevel degenerative changes including anterior wedging and anterior spurring at multiple levels; no acute fracture or dislocation. On (B)(6) 2011, patient complained of right knee pain since 2008 after tripping and falling. Treatment included physical therapy. On (B)(6) 2012, the patient complained of lumbar spine pain. Treatment included bilateral sacroiliac joint injection. On (B)(6) 2012, the patient complained of lumbar spine pain which radiates into postolateral thigh and calf wrapping around and including dorsum of foot and middle toes. Treatment included consideration of spinal cord stimulator trial.

Event description:
It was reported that the patient underwent a bilateral l5-s1 laminectomy, facetectomy, and interbody and posterolateral arthrodesis. The surgeon performed the procedure utilizing a posterior approach, with rhbmp-2/acs "in at least six locations." Post-op, the patient reportedly developed ectopic bone growth at l2-3 and l5-s1, with resulting nerve impingement and permanent nerve damage. The patient now has daily severe disabling pain that prevents him from performing many basic activities of daily life.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.